Manufacturer narrative:
Correction: section h.4 additional information: sections b.3 & d.6b the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device will not be returned to the company for analysis. A review of the device history record noted no rework. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient¿s test data indicated impedance issues. Revision surgery is scheduled.